Event description:
Follow up revealed that the patient's pain has resolved.

Event description:
Follow up revealed that on (B)(6) 2019, the patient's ipg site was revised and relocated through surgical intervention to address the issue.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient is experiencing pain at the ipg site. As a result, the patient may undergo surgical intervention at a later date.

Manufacturer narrative:
Brand name was inadvertently omitted in initial report.